Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet and generated a ¿dosing stopped¿ alert, consistent with an intermittent communication failure involving the antenna/electrical communication path; the user re-entered the pairing code and subsequently achieved connection. The user reported a glucose peak of 365 mg/dl with no associated symptoms that trended down after sensor connection. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and ilet with intermittent communication failure traced to the antenna/electrical communication component path. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.